Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer¿s blood glucose level was 496 mg/dl. A cartridge change was performed to address the issue.